Event description:
The customer contact reported an operator error in programming the pump, which resulted in the pt receiving more medication than intended. At 2130, the pump was programmed to deliver dilaudid 1 mg/ml, in the pca only mode with a "0.4mg or 0.6mg" loading dose, a 1mg pca dose, a 10 minute pt lockout and a 6mg 4 hour limit. At 2340, the nurse noted the pt had a respiratory rate of 2 breaths per minute and a code was called. The pt was treated with narcan 0.4mg and immediately responded. There were no reported adverse pt sequelae. After the event, the customer contact reported the device had been programmed to deliver a concentration of 0.2mg/ml instead of the intended concentration of 1.0mg/ml. The customer contact also reported that the nurse "knew exactly how she had programmed the pump there is no question that the pump was programmed with the wrong concentration." Though requested, no additional information was provided.

Manufacturer narrative:
At this tme, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The customer contact indicated the event was the result of an operator error in programming the device.